Manufacturer narrative:
(B)(4). Analysis description: final analysis found the steroid plug out of position. The damage found likely contributed to the reported tissue in setscrew. Electrical testing revealed no anomalies. The reported capture anomaly and high pacing threshold were not confirmed. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead was repositioned. The next day, the lead exhibited high threshold, a capture anomaly and was found to be dislodged. The lead was explanted and replaced on (B)(6) 2016. It was noted that tissue was seen in the lead helix. No additional information was available.